Event description:
It was reported that the tip detachment occurred. An 8f/25cm flexima nephrostomy catheter system was selected for use. During preparation, upon opening the package, the tip of the device had a chunk taken out. The procedure was completed using an alternate device. No patient complications were reported.